Manufacturer narrative:
The referenced explantation of the lvad is reported under medwatch MFR report # 2916596-2018-05327. The device is expected to be returned for analysis. It has not yet been received. Approximate age of device - 2 years (calculated from the manufacture date of the system controller: oct 26, 2016). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient system controller was heating up and had alarms. Multiple pump speed decelerations were observed and x-ray images noted a potential issue with the patient's percutaneous lead being compromised. The system controller was exchanged and subsequently the patient's pump was explanted on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the reported event of controller cell low and low speed hazard alarms was confirmed based on the information recorded in the log file. The data log file retrieved from the returned system controller contained events recorded from the time stamp of day 2, 3 hours and 42 minutes to day 2, 3 hours and 59 minutes. There were multiple speed reductions below low speed limit (including 0 rpm) accompanied by controller cell low, low speed advisory, low speed hazard and low flow hazard alarms. During analysis the system controller was able to operate a test pump only in backup mode and not in primary. Further evaluation revealed an open fuse and a shorted/damaged transistor both part of the primary drive circuitry. In conclusion, the atypical events captured in the log file and the damaged drive circuitry components appeared related to a compromised driveline. No further information is available. The manufacturer is closing the file on this event.